Event description:
It was reported that a malfunction occurred on the pump, but there were no notable events prior to this issue. There was no adverse impact to the customer¿s blood glucose level. The customer had not previously reset the pump for this malfunction within the last 24 hours. Technical support provided assistance with resetting the pump, and after the reset, the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any further issues arise.